Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with motor error alarm during the basic occlusion test due to loose, flush drive support disk. Unable to perform prime, compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received motor error. Customer stated that insulin pump was fully functional. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.